Event description:
Caller reported that pt had experienced infusion sets 'snapping" by the luer lock and cannulas bending inside her body. Caller indicated that pt has had issues with scar tissue. Caller indicated that the pt had experienced elevated blood glucose levels.